Event description:
Upon evaluating the patient at a follow-up examination, it was discovered that one of the inferior screws in the single level plate had backed out approximately 1-2 mm. At a subsequent follow-up visit, it was noted that the screw had backed out an additional 1mm.